Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer had been using the same cartridge for over 2 days using lyumjev insulin. Technical support educated the customer on proper cartridge usage, recommended changing the cartridge every 48 hours, and advised contacting support if occlusion issues persist. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge, then resumed insulin delivery.